Event description:
It was reported that attempted to implant lead but doctor was unsuccessful due to patient anatomy issues. It was also noted by doctor that the screw was slightly protruding out of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.